Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter phone number: (B)(6). H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in belgium as follows: it was reported that patient will undergo revision surgery due to nail and blade migration of a trochanteric fixation nail advanced (tfna) short nail; the head migrated laterally. Patient also experienced pain and walking dysfunction. Patient will be revised to a total hip. Issue was identified eight weeks post-op. Initial implantation was done on (B)(6) 2023. This report involves one (1) 11mm/130 deg ti cann tfna 235mm/right - sterile. This is report 1 of 2 for (B)(4).

Event description:
The revision surgery was performed on (B)(6) 2023.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: event description updated. D6b: explant date added. H4: manufacture date updated. H3, h4, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. X-ray image provided shows a tfna construct and screw construct at the left proximal femur. Visual analysis of the photo revealed that the tfna fem nail ø11 r 130° l235 timo15 migrated out off the femur and appears to be protruding out of the greater trochanter. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed yes for tfna fem nail ø11 r 130° l235 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument manufacturing date: 18-dec-2022 expiration date: 01-dec-2032 part number: 04.037.144s, 11mm/130 deg ti cann tfna 235mm/right-sterile lot number: 3461p85 (sterile) lot quantity: (B)(4) one piece scrapped for tooling broke. Production order traveler met all inspection acceptance criteria apart from the 1 piece noted. Inspection certificate met all inspection acceptance criteria apart from the 1 piece noted. Packaging label logs (pll) were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿migrating lateral¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.